Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The investigation into the reported event has been completed. The anesthesia workstation (system) has not been investigated by our field service engineer since there was no malfunction of the system. Evaluation of the device log shows that successful system checkouts were performed prior to and after the event. The log shows that the actual case was started in infant mode with the upper pressure alarm limit set to 25 cmh2o. At case start, airway pressure high and expiratory minute volume low alarms were immediately generated. The user switched between manual ventilation and automatic ventilation several times and the patient category was changed to adult during ongoing case but since the upper pressure alarm limit was not increased during this time, the user was not able to solve the ventilation issue and alarms. 6.5 minutes after case start, the system was shut down and restarted by the user and the case started again, this time with the upper pressure alarm limit set to 40 cmh2o. The case/ventilation functioned without any issues and the case continued for 70 minutes until it was ended by the user and the system was set to standby. The system will not deliver a higher pressure than the set upper pressure alarm limit. When the alarm limit is reached the inspiration is terminated and the expiration begins which result in a lower volume than set being delivered to the patient. Our conclusion is that the reported event was attributed to the user and an incorrect set upper pressure alarm limit. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref: exemption : e2018003. Getinge USA sales, llc. (B)(6).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while the patient was connected to the anesthesia workstation in automatic ventilation volume control mode, ventilation was not possible. The case was with an adult patient but the patient category on the anesthesia workstation was still set to infant category from the previous case. Both patient category and tidal volume were changed during the case but ventilation was still not possible. Short peak pressures were observed with no ventilation. The anesthesia workstation was switched from automatic ventilation to manual ventilation and with the adjustable pressure limit (apl) set to 25 cmh2o it was possible to ventilate the patient. During these episodes, the measured patient¿s saturation level dropped to 37 % during 30 seconds. The anesthesia workstation was shutdown by the user and restarted where after it was possible to ventilate the patient in automatic ventilation in volume control mode. The final patient outcome was reported as no injury. (B)(4)